Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. The machine did not alarm. Estimated blood loss was 100cc's. Patient had no adverse effects. Prophylactic antibiotics were given as a precaution (750mg vancomycin). The patient completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.